Manufacturer narrative:
Concomitant medical products: item 42500606401, persona cemented femoral component, lot 62344895. Item 42532007101, persona cemented tibial, lot 62401147. Item 42540000035, persona all poly patella, lot 62401095. This report is number 1 of 5 mdrs filed for the same patient. Please reference: 0001822565-2017-00529, 3007963827-2017-00010, 0002648920-2017-00065, 0002648920-2017-00066, 0002648920-2017-00067.

Event description:
It is reported that the patient a left knee revision procedure approximately three years post implantation due to unknown reasons.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.